Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The analyst indicated that the helix could not be extended due to drive shaft lug stuck behind the retraction stop. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician was unable to extend the screw. The physician tried many times and took the lead out of the body and tried of the back table to extend the lead. The screw did not extend. The leads were attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.